Event description:
It was reported that the inserter needle of the abbott diabetes care (adc) device was described as "pointing at the surface and the customer was unable to obtain glucose readings. The customer experienced a symptom described as "feeling thirsty" and self-treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.